Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with chest pain. The patient's right ventricular (rv) lead exhibited high pacing impedance and loss of capture. X-ray confirmed a small change in lead position. During repositioning of the lead, the helix of the rv lead failed to extend. The lead was explanted and replaced. The patient was in stable condition.